Manufacturer narrative:
D9: date returned to mfg.: unknown. D4 - serial #, d4 - primary UDI number, h4 - device mfg date, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿incorrect operation of patient controlled analgesia (pca) pump by nursing staff in general wards" was confirmed. There are three different codes: keypad, doctor, and admin. It was unknown which code was forwarded to the nursing staff. It is up to the hospital to decide which codes are issued. All codes can also be individually configured. The codes are printed in the user manual, but this is intended only for physicians and system administrators. No defects/discrepancies were noted during the visual inspection. The reported issue was determined to user related issue. No further action will be taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient harm occurred due to incorrect operation of pca pumps by nursing staff in general wards. An intravenous pcia with an opioid bolus of 1¿1.5 ml/h (maximum every 10 minutes) was mistakenly switched to a nerve catheter program with a flow rate of 8 ml/h and a bolus of 8 ml. Nurses use a code to restart the pump after battery changes, but this code also allows starting new therapies. Misuse of this code can lead to dangerous settings that may cause serious harm or death. Patients were involved. This incident was reported to the regulatory agency bfarm, bfarm reference number (B)(4).